Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During the 6 month follow up transesophageal echocardiography (tee) imaging appointment 174 days post index procedure, the closure device was seen shifted proximal in the 45 degree view. A 2-3mm gap was noted following the shift. No further patient complications were reported.

Manufacturer narrative:
Media review: media was provided for review and was reviewed by members of the boston scientific (bsc) training team, medical safety, and clinical specialists. The media showed that the initial placement of the closure device appeared adequate. Movement/shift was confirmed. There was no indication of user error seen from the provided media.

Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. During the 6 month follow up transesophageal echocardiography (tee) imaging appointment 174 days post index procedure, the closure device was seen shifted proximal in the 45 degree view. A 2-3mm gap was noted following the shift. No further patient complications were reported.